Event description:
It was reported the patient had the device repositioned as it was in a spot in which the patient was sitting on the device. No components were replaced and nothing was disconnected during the revision.

Manufacturer narrative:
.